Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed a spline was bent and a some electrodes were lifted and dented with a foreign material. A fourier transform infrared spectroscopy (ftir) analysis was performed and data reveled that material showed the absorption bands for polytetrafluorethylene (ptfe)-base material. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The pt-fe in the spline and lifted electrodes could be related to the manipulation of the device with a sheath during the procedure, however, this could not be conclusively determined. The instructions for use contain the following recommendations: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded back toward the handle. Collapse the spines together using the insertion tube prior to insertion. The catheter is recommended for use with an 8.5 f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with a transseptal sheath featuring side holes larger than 1.25 mm in diameter. Do not use excessive force to advance or withdraw the catheter through the guiding sheath if resistance is encountered. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the issue of white film-like substance stuck to the sheath was previously reported to FDA under medwatch# 2029046-2024-03543. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter for which biosense webster¿s product analysis lab (pal) identified some electrodes lifted and dented with a foreign material. It was initially reported by the customer that after the procedure, when it was removed from the patient's body, when the octaray was removed from the vizigo sheath, a white film-like substance was found stuck to the sheath insertion port. Since the procedure had ended, the procedure was completed as it was. The physician said that he/she felt no particular resistance when it was removed from the sheath but there was no damage that resulted in sharp or lifted rings. The procedure was completed without patient's consequence. The reported white film-like substance was assessed as a reportable malfunction against the vizigo sheath, not the octaray catheter. On 27-jan-2025, the bwi pal revealed that a visual inspection of the returned octaray mapping catheter found some electrodes lifted and dented with a foreign material. These findings were reviewed and assessed as MDR reportable malfunctions since the integrity of the device has been compromised.